Event description:
Using an endo gia standard stapler on the right middle lung. Stapler fired and unable to open jaws. Representative called and stapler and staples replaced. Manufacturer response for covidien endo gia ultra universal stapler, covidien (per site reporter). None to date.